Event description:
My husband experienced a serious adverse event involving a freestyle libre 3 sensor that appeared to malfunction and provide inaccurate glucose readings. The sensor repeatedly indicated that his blood glucose levels were dangerously low, when in reality his blood sugar was extremely high. Because we relied on the sensor readings, the situation was not recognized immediately. As a result, my husband developed diabetic ketoacidosis and required emergency medical treatment. He was hospitalized in the intensive care unit (ICU) for approximately one week. This event raises serious concerns that the sensor was providing false low glucose readings, which delayed appropriate treatment and contributed to a life-threatening condition. We are reporting this incident so it can be investigated and to help prevent similar events for other patients. Date the implant was put in: "(B)(6) 2026". Date the implant was taken out: "(B)(6) 2026."